Event description:
According to the complainant, during the procedure, a fluid loss alarm was noted that was high enough to indicate a possible perforation. Another attempt resulted in the same fluid loss alarm. The physician checked for a perforation in the cavity but could not see one. He utilized a novasure device to see if it would pass it's cavity integrity test. It passed and he continued to do the ablation. The physician scoped that patient after completing the procedure with the novasure device and he found a perforation. The procedure was completed with a different device. Patient is doing well at this time. The physician is going to follow-up with her.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the batch of the procedure set used was not provided and the device was not returned however, based on the event description the event was most likely caused as a result of user error. If the perforation was caused by the hta the physician needs to be aware that perforations are noted as a potential adverse event in the hta users manual, page 9. Care should be used when inserting the sheath to ensure that perforations do not occur. However, because the physician used both devices and did not identify the perforation until both procedures had been performed it cannot be pinpointed to either device. The most probable root cause is a result of user error. Device discarded

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2465.

Manufacturer narrative:
Corrected data: should be: other serious (important medical events) was: not checked.